Event description:
It is unclear how the wire formed a knot on itself inside the body. However, it became entrapped within tissue and could not be withdrawn. The physician tried several times to do so, but it could not be removed, it unwound and stretched itself very thin. The vascular surgeon attempted to remove the wire and it snapped breaking the wire, requiring a blunt dissection of the vessel for removal of the knotted wire.